Event description:
High flow nasal cannula starting releasing water (from humidifier) through nasal cannula into patient's nares (and airway) causing coughing, removal of nasal cannula device and subsequent patient desaturation. Patient required nt suctioning, additional oxygen. Respiratory therapist in to change out high flow nasal cannula system.